Event description:
Indication: chronic obstructive pulmonary disease, unspecified. (B)(6) manager states that patient advised that she had bubbles in her tubing and requested more tubing. Unknown if pt missed a dose; no adverse event reported; unknown if available for return; unknown if md aware. No further information provided. Reported to (B)(6) by health professional.